Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the home choice (hc) during use. The caregiver (cg) stated that last night, the hc ran short of solution as a result of the fill volume (fv) being increased and the cg using one bag for therapy. The cg called the after hours, nurse who instructed the cg to disconnect the heater bag and connect another bag to the heater line. The technical service representative (tsr) explained that by doing this, the cg compromised the supplies. The tsr explained that the cg could attach another bag to an unused supply line, but to never disconnect a bag and connect another one to the same line. The tsr advised the cg to call the hp's peritoneal dialysis registered nurse (not the after-hours nurse) in the next 24 hours and let her know what happened. The cg understood the explanations, and would attach another bag to an unused line if the home patient (hp) runs out of solution again. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.